Event description:
It was reported that the needle clipping device safe clip wouldn't cut the needles during use. The following information was provided by the initial reporter, translated from spanish to english: ¿communicates with the guest, who reports that for 7 months he has had difficulties with the needle cutter since trying to insert the needle into the device does not cut as if he had lost the edge."

Manufacturer narrative:
Investigation summary: customer returned a photo of a bd safe clip from lot # 7177532. Customer states that the device does not cut. The photo was examined and only shows the bottom side of the device. It is difficult to determine if the device can cut the cannula properly solely from the photo. DHR: there were no quality issues related to lot 7177532. The production of lot number 7177532 was not involved in a deviation or validation of any process or equipment. Based on the samples and/or photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as it is difficult to determine if the device can cut the cannula properly solely from the photo. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that the needle clipping device safe clip wouldn't cut the needles during use. The following information was provided by the initial reporter, translated from spanish to english: ¿communicates with the guest, who reports that for 7 months he has had difficulties with the needle cutter since trying to insert the needle into the device does not cut as if he had lost the edge."

Manufacturer narrative:
Correction: the catalog and lot numbers have been provided. The following fields have been updated. OEM manufacturer: the manufacturing location for this product is sandoz. This site is an OEM manufacturing site. Describe event or problem: it was reported that the needle clipping device safe clip wouldn't cut the needles during use. The following information was provided by the initial reporter, translated from spanish to english: ¿communicates with the guest, who reports that for 7 months he has had difficulties with the needle cutter since trying to insert the needle into the device does not cut as if he had lost the edge." Medical device brand name: needle clipping device safe clip, medical device catalog#: 328235, medical device lot#: 7177532, medical device expiration date: n/a, unique identifier (UDI) #: (B)(4), PMA / 510(k)#: k943683 and device manufacture date: 2017-07-14.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd safe-clip¿ wouldn't cut the needles during use. The following information was provided by the initial reporter, translated from spanish to english: ¿communicates with the guest, who reports that for 7 months he has had difficulties with the needle cutter since trying to insert the needle into the device does not cut as if he had lost the edge."